Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 can't be deployed.¿ please note: this style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The depth limiter was attached and trimmed. The anchors and suture were returned separated from the device. The needle was bowed and bent toward the left and downward. Device was found fully advanced. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair surgery, t2 can't be deployed. T1 was removed from the patient. A backup was available and there was a surgical delay greater than 30 minutes and no patient injury reported.